Manufacturer narrative:
As no samples were returned for evaluation, a root cause could not be determined. A review of the device history record could not be performed as a lot was not provided. Cardinal health has made a business decision to close the site which manufactures product 11443-012b and transition to a third-party manufacturer. Cardinal health will continue to monitor complaint trends for this reported issue.

Event description:
Customer reported they held the hot pack as normal with one hand and squished it around to disperse the heat and it was leaking. No injury reported.